Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park d3: manufacturer zip / postal code: gu9 8ql g1: MFR site address 1: chapman house, farnham bus park g1: MFR site zip / post code: gu9 8ql.

Event description:
Proactif clinical study. It was reported that this patient was hospitalized due to an ulcer post-treatment. Standard, single compartment dosimetry was performed to assess the treatment dose. Pre-treatment maa imaging documented, dose to total perfused liver was 139.6 gy and dose to total perfused tumor was not determined. On (B)(6) 2021, the subject was enrolled into the proactif study and treatment with two vials of therasphere was performed on the same day. The type of therasphere infusion for vial 1 was selective and vial 2 was the left liver. The catheter positioning was in the middle hepatic artery (irrespective of origin) (segment IV); 1.26 gbq of therasphere was administered to the selective liver through vial 1. The catheter positioning was in the left hepatic artery (irrespective of origin) (segments ii/iii/IV); 1.14 gbq of therasphere was administered to the left liver through vial 2. A total 2.4 gbq of therasphere was induced during the index procedure, and post-dosimetry results were not determined. On (B)(6) 2021, 33 days post index procedure, the subject was hospitalized with large, oedematose, inflammatory ulcer straddling the antrum and pylorus with fibrinous background. The subject was diagnosed with bulbar ulcer, and medication was administrated to treat the event. Approximately two weeks later, the event was considered resolved and the subject was discharged from the hospital.